Event description:
Same case as 2134265-2009-01291, 2134265-2009-01292, 2134265-2009-01294. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and myocardial infarction (mi) occurred. The lesions were not predilated. A 2.50x24mm (distal) and 2.75x12mm (proximal) taxus express2 drug eluting stents were deployed overlapping in the mid left anterior descending (lad) artery. The stents were deployed at 12 and 14 atm respectfully. The overlapping portion was post dilated with an unk balloon, to 14 atm. A 2.50x8mm taxus express2 drug eluting stent was placed at 12 atm in the ostium of the obtuse marginal (om). The stent was post dilated with the stent delivery balloon to 16 atm due to some residual waist in the mid portion. A very nice reduction in the stenosis with full deployment of all stents architecture was achieved. Medications given include: nitroglycerin and plavix. The following day, the patient presented with chest pain. The 90% stenosed lesion being treated was located in the om. The lesion was not predilated. A 2.50x12mm taxus express2 drug eluting stent was deployed at 10 atm in the om overlapping a previously placed stent. The overlapping portion of the stent was post dilated with a 2.75x8 quantum maverick balloon to 8 atm. The long prior placed stent in the mid lad is patent but the distal edge of the stent appears hazy. Following treatment on the om, the wire was pulled back and placed in the distal lad, the stent edge was dilated with a 2.75x12 quantum balloon at 10 atm. This showed an excellent angiographic result and the haziness disappeared. Medications given include: angiomax, integrilin, and plavix. Two days post the initial procedure, the pt presented with chest pain and an acute st-elevation myocardial infarction. A distal edge dissection was identified with the 2.50x12mm taxus express2 stent. Inflations with a non-bsc balloon were made in the cx/om. Stent thrombosis was presented between two previously deployed stents in the circumflex (cx)/om. Inflations were made with a 2.75x8mm quantum balloon and a 2.75x9mm maverick balloon. There was still some haziness throughout the mid cx, but flow characteristics were clearly non-flow limiting and all stents were quite will expanded. Medications given included: integrilin and angiomax. Pt status reported as "fine". Physician suspects that pt is plavix resistant, but has not ordered anti-body test yet.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.